Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. The initial reported event of lead fracture was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the lia was triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, the rv lead triggered a noise warning.